Event description:
(B)(6) study. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The device was successfully implanted with complete laa seal. The post implant transesophageal echocardiography (tee) evaluation revealed pericardial effusion of size 3mm. However, there was a complete seal noted with no intracardiac thrombus. It was unknown if the subject was given aspirin prior to the index procedure. After the implant, the subject was started on both aspirin and clopidogrel. The subject was discharged.